Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. The receiver data log was provided by the patient. The data log was reviewed on 06/21/2016. The complaint of inaccurate cgm values was confirmed. It was also reported that calibration was performed while the error reading symbol is displayed. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. System may correct problem on its own and display sensor glucose readings again. However, a root cause for the reported inaccuracies cannot be determined.